Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while the bd phaseal¿ infusion adapter c100j was in use, there was a disconnection and the component became separaed from the infusion adapter. The following information was provided by the initial reporter, translated from japanese to english: when the hcp disengaged the injector, the component was separated from the infusion adapter (c100j). Saline is adhering to the actual sample. C100j as well as the injector is returned for investigation. A part has come off the infusion adapter. When I removed the injector, a part came off the infusion adapter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-nov-2022 . H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the membrane was never assembled, therefore the system was open and leaked when used. A device history review was performed for reported lot 2112211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples were used for additional evaluation. All product was visually inspected and verified the membranes were properly assembled. The assembly machine has two inspection checkpoints to detect any issues with the membrane and operators perform visual inspection of the membrane according to procedure. All quality records verify the inspections were performed according to procedure and no issues were identified. Given the device records did not indicate any non-conformances during manufacturing of this lot, we cannot identify a definitive root cause at this time.

Event description:
It was reported that while the bd phaseal¿ infusion adapter c100j was in use , there was a disconnection and the component became separaed from the infusion adapter. The following information was provided by the initial reporter, translated from japanese to english: when the hcp disengaged the injector, the component was separated from the infusion adapter (c100j). Saline is adhering to the actual sample. C100j as well as the injector is returned for investigation. A part has come off the infusion adapter. When I removed the injector, a part came off the infusion adapter.